Event description:
It was reported that the patient had difficulty charging the ipg following a lead revision (MFR number 3006630150-2022-06948). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.